Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000159, lot/serial #: unknown ; product ID: bi71000503, lot/serial #: unknown ; product ID: bi71000578, lot/serial #: unknown ; product ID: bi71000194, lot/serial #: unknown. The manufacturer representative went to the site to test the imaging system. They performed a height calibration and the issue was fixed. General check was passed. They found that some covers were broken on the edge and may interfere when the rotor is moving. In addition more parts were required for replacement on the umbilical there was a missing lever, the handswitch had an issue with the cable but it was still working. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a functional endoscopic sinus surgery (fess). It was reported that the door wouldn't close. The door is closed and "door open" appears on pendent. Troubleshooting was performed by pressing on the side of the door and that would eliminate the message. The next step was to perform a door calibration. There was no delay to the procedure. No reported impact to the patient.